Manufacturer narrative:
Final device analysis of the pump revealed corrosion and mechanical wear. Light residue was seen in the pinion teeth of gear 1. Wear residue was seen on gear 2, where the upper shaft inserts into its jewel; the gear was stuck in this jewel. Residue was seen on its upper shaft; when the residue was wiped away, it showed wear marks on the shaft. Gear 2 also had light residue on its pinion teeth. Residue and corrosion was seen on the surface of gear 3; with gear wheel 3 and gear 3 removed, residue was seen where the shaft of gear 3 had been protruding through the top plate.

Event description:
The pump was alarming. The next day, the pt visited the ER. The pt had mild withdrawal symptoms; increased tone. The pump was interrogated and the pump logs showed a motor stall; no stall recovery was recorded. The clinician updated the pump and rechecked the logs and no motor stall recovery was seen; the pump continued to alarm. The pt was started on oral baclofen and "kept in-house". The following day, the pt was seen by neurosurgery. The pump logs were read no pump recovery was noted. The pt had difficulty swallowing pills; decreased swallow and increased secretions. They opted to replace the pump urgently. The pump was replaced. The catheter was checked via aspiration. They read and printed the pump logs in the or before sending the pump for analysis. The logs noted a pump recovery, which corresponded to when they were in the or for the pump replacement. The pt outcome was reported as "non-serious injury/illness". There was no pt injury. The pump was used to deliver lioresal.